Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on level "75 ". Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer initial complaint was an e-5 code after applying the blood sample. The wife is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 85mg/dl-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call,customer attempt to perform another glucose blood test with a new strip resulting in an e-5 code. The customer stores the supplies in the living room and keeps the strips closed. Customer states that the strip vial was open less than 120 days ago.